Event description:
The account alleged that the head of the bed will not go up. No injury reported.

Manufacturer narrative:
The account stated they have magnetic pull and the manual pump is hard. Technician asked the account to replace head up valve. The account replaced the head up valve to resolve the issue.